Manufacturer narrative:
The reported event regarding the locking feature could be not confirmed, since the returned bone screw is not designed to be locked into the plate. The device inspection revealed the following: there is no failure of a bone screw mentioned in the event description. However, the evaluation of the screw has shown that the device is extremely damaged. The last thread flank below the screw head is completely flattened. The screw head is very strong deformed, a piece of the head is even sheared off on one site. Due to this damage the lot number is not present anymore. The t10 recess is deformed in, caused by very high forces in clockwise direction. All these damages are an indication for an extremely heavy contact between the screw and the plate. Afterwards it cannot be defined why such tremendous forces where applied onto this bone screw, the most likely explanation could be that the user thought it was a locking screw and tried to lock it in the plate. The damage pattern of the bone screw corresponds to the damage pattern of the proximal hole of the plate. By the corresponding marks at the screw and the plate it can be simulated in which extreme angle the screw was inserted into the plate during implantation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an extreme insertion angle of the screws, this did lead to an undue contact between the screws and the plate. This contact caused in this case a strong deformation of the locking hole at the plate and the bone screw. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that as the screw progressed, it would not engage the locking mechanism. It was further reported that it spun freely losing all compression on the bone. A surgical delay of 45-minutes was reported.